Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had ¿six leads and one of them immediately disconnected.¿ the patient stated that ¿they figured that out right away after implant, when he was healed up.¿ the patient mentioned that ¿a lady from the manufacturer was at the doctors and told him that the lead disconnected, but he said he felt fine so they said we would not worry about it.¿ the patient noted that everything was working fine at the time of the report. Almost a month later, it was noted that the reporter was not aware of this lead issue. The reporter had not heard from this patient in a ¿couple of years.¿ the reporter acknowledged that the event could have happened in 2009 but he did not know who the ¿lady¿ referred to by the patient would have been. The reporter did confirm that the patient did not have six leads but could have two leads with eight electrodes. Additional information was requested, but was not available as of the date of this report.